Event description:
The reporter stated that the pump does not infuse. The reporter further stated that the syringe clamp was contaminated and that no additional information was available. There was no patient injury or treatment associated with this event.